Manufacturer narrative:
(B)(4). Event description continued: due to the fragility of the mitral valve, the procedure was aborted. The mr grade remained at the preprocedure grade of 4. Per the physician, the fragility of the valve was probably the cause of the leaflets detaching from the two clips. Post procedure the patient was stable. No additional medication was administered. No additional information was provided. Concomitant products: mitraclip system, steerable guide catheter, implanted mitraclip (x2). The mitraclip remains in the patient. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. There was no reported device malfunction associated with the clip delivery system. Information provided in the case details stated that the first two clips were successfully implanted; however, due to the fragility of the valve, both clips detached from a leaflet, resulting in single leaflet device attachments (slda). The third clip (reported device) was implanted without issue in the central portion of the mitral valve to stabilize the second clip. A residual mitral regurgitation (mr) jet remained in the medial part of the valve (area of slda clips); the mr grade remained at the pre-procedure grade of 4. Therefore, the reported unchanged mr appears to be related to the slda clips and, thus, due to procedural conditions. It was further reported that there were various flails and chordae ruptures visible on the transesophageal echocardiogram. It was confirmed that the flails and chordae ruptures were likely attributed to the clips and fragility of the valve; therefore, the reported tissue damage appears to be related to patient/procedural conditions. While it should be noted that the mr remained unchanged, the reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The two other mitraclips (10331805/27 and 40616u2/08) referenced are being filed under a separate medwatch MFR number.

Event description:
This is being filed as when the mitraclip (40820u2/27) was being manipulated in the left ventricle, tissue damage occurred and is considered patient injury. It was reported that during a mitraclip procedure, the first clip (10331805/27) was implanted and was considered a little difficult due to the location. However, grasping of the leaflet with the clip was quite easy and there was good leaflet insertion in the clip arms. While the second clip delivery system (cds 40616u2/08) was being prepared for use, approximately ten-fifteen minutes post implantation of the first clip, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet. To stabilize the first clip, the second clip was implanted near the first clip. During insertion of the third cds (40820u2/27) (approximately 10-15 minutes post implantation of the second clip), the second clip started to move more freely and the echocardiogram showed a small amount of the anterior leaflet remained in the clip arm. When the third clip was placed medial to the second clip a severe jet in the lateral part of the valve appeared. The third clip was retracted back into the left atrium and the second clip detached from the anterior leaflet and remained attached to the posterior. Various flails and chordae ruptures were visible on the echocardiogram and were attributed to the clips and fragility of the mitral valve. The third clip was implanted to stabilize the second clip.